Event description:
The customer reported that the 7900 system would not display an image during fluoroscopy. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The image intensifier power supply was replaced. The system was tested and is operating as intended.